Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, the customer was getting repeated 32056 faults on universal surgical manipulator (usm) 2. The customer tried a power cycle prior to calling for assistance and fault returned. An intuitive surgical, inc. (Isi) technical support engineer (tse) had customer hard power cycle the patient side cart with no change. Tse could not review logs as system was offline. Site was moving forward with case using usm 1, 3, and 4. An isi clinical sales representative (csr) called back asking about the impact to the system when an arm is disabled. Tse advised deploying, targeting, integrated table motion (itm) and usm clutch buttons will be impacted. The csr stated that the customer informed him they will be doing this procedure laparoscopically.